Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic/lobectomy, after firing, blood stained at the staple line stump and the stapling stopped halfway. It was noted that a clink and crack sound was heard in the middle of the second firing and firing speed was in slow mode for both 1st and 2nd reload. There was no patient injury.